Event description:
It was reported to philips that the system displayed a message that the imaged disk space was too low. No harm to the patient or user was reported. Philips has started an investigation of this complaint.